Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer declined to have the service representative fix the system. No further information is available.

Event description:
The customer reported that the system had black images outside of a case. No patient injury was reported.